Event description:
Additional information received from an hcp via a clinical study. Flouroscopy was performed on (B)(6) 2021 and approximately 40mls of purulent fluid was aspirated. Cultures were sent out on (B)(6) 2021. The pump was to be removed on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient had swelling at the pocket site. It was noted that the patient was recovering from pneumonia and then this happened. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the patient denied any falls or issue prior to the swelling in the pump pocket. A seroma aspiration was performed, and the fluid was removed. The fluid appeared like ¿bloody puss¿. A collection was sent to the lab. An explant surgery was planned but not yet scheduled. The issue was not resolved as of (B)(6) 2020. The patient¿s weight was 269 pounds (previously reported as 185 pounds). It was noted that the patient¿s medical history was unknown. As per the logs provided, the pump administered the following medications as of (B)(6) 2021: fentanyl (concentration: 2000.0 mcg/ml, dose rate: 1454.2 mcg/ml), bupivacaine (concentration: 6.9 mg/ml, dose rate: 5.0170 mg/day), and morphine (concentration: 13.8 mg/ml, dose rate: 3.451 mg/day).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) and a manufacturer representative (rep) reported the pump was placed in the mail on (B)(6)2020. It was noted that the patient will be back in clinic on (B)(6)2021 for a post-operative visit from pump being removed on (B)(6)2020. It was noted that abs were submitted from surgery and for aspiration on (B)(6)2021. It was noted the hcp would have more information on (B)(6)2021. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that on (B)(6) 2020 the pump site continued to have a significant amount of edema surrounding it with serosanguinous drainage following pump access. The patient refused to wear a binder. It was communicated on (B)(6) 2020 that the patient was in need of a new pump due to seroma.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter (model #: 8598a sn: (B)(6) was returned, and analysis found no significant anomaly (catheter incomplete/returned in segments). H3: the catheter (model #: 8596sc sn: (B)(6) was returned, and analysis found no significant anomaly (tear in seal of sutureless connector near guide ring). H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a clinical study indicated that on (B)(6) 2020 the patient still had edema over the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported cultures were returned and were negative with no growth noted as of today ((B)(6) 2021). Further information received indicated the cultures from the left buttock were abnormal and revealed 1+ staphylococcus coagulase negative. The was no organisms seen for the gram stain. No growth or organism seen at the spinal pocket. The entire system was explanted/not replaced on (B)(6) 2021. The clinical diagnosis was updated to infected pump pocket. The outcome of the event resolved without sequelae on (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-aug-21 psr (hcp, sdy): information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl (2000 mcg at 1454.20118 mcg/day), bupivacaine (8mg at 5.8168 mg/day), and morphine (13.8 mg at 10.03399 mg/day) via an implantable pump. It was reported the patient was examined, on (B)(6) 2020, and had an accumulation of fluid around the patient's pump. It was noted the hcp was unable to access the pump for refill and roughly 20 mls of serosanguinous fluid was aspirate around pump. On the 2nd attempt they hcp was able to fill the pump without difficulty. On (B)(6) 2020, the patient had a catheter dye study and fluid aspiration. The catheter dye study was normal and roughly 60 mls seroma at the pump pocket site. The sample was sent to the lab and there was no signs or symptoms of infection. On (B)(6) 2020, the patient had a significant amount of fluid around the pump site that did ooze serosanguinous fluid when the needle was removed after the procedure was finished. The patient was educated on wearing a binder and using ice. It was noted the issue was ongoing. The issue was possibly related to the device or therapy. (B)(6) 2020 psr update x2 (hcp, sdy): additional information was received from an hcp via a clinical study on (B)(6) 2020. It was reported that on (B)(6) 2020 the pump site continued to have a significant amount of edema surrounding it with serosanguinous drainage following pump access. The patient refused to wear a binder. It was communicated on 2020-sep-10 that the patient was in need of a new pump due to seroma. 2020-12-17 psr update (hcp, sdy): additional information received from an hcp via a clinical study indicated that on (B)(6) 2020 the patient still had edema over the pump. 2021-jan-19 mpxr 797885, attachments (hcp, rep): additional information was received from a healthcare provider via a company representative. The patient had swelling at the pocket site. It was noted that the patient was recovering from pneumonia and then this happened. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the patient denied any falls or issue prior to the swelling inthe pump pocket. A seroma aspiration was performed, and the fluid was removed. The fluid appeared like ¿bloody puss¿. A collection was sent to the lab. An explant surgery was planned but not yet scheduled. The issue was not resolved as of 2020-jan-19. The patient¿s weight was 269 pounds (previously reported as 185 pounds). It was noted that the patient¿s medical history was unknown. As per the logs provided, the pump administered the following medications as of 2021-jan-19: fentanyl (concentration: 2000.0 mcg/ml, dose rate: 1454.2 mcg/ml), bupivacaine (concentration: 6.9 mg/ml, dose rate: 5.0170 mg/day), and morphine (concentration: 13.8 mg/ml, dose rate: 3.451 mg/day). 2021-jan-21 psr update (hcp, sdy): additional information received from an hcp via a clinical study. Flouroscopy was performed on (B)(6) 2021 and approximately 40mls of purulent fluid was aspirated. Cultures were sent out on (B)(6) 2021. The pump was to be removed on (B)(6) 2021. 2021-01-21 e1, e2 with attachment (rep, hcp): additional information received from a healthcare professional (hcp) and a manufacturer representative (rep) reported the pump was placed in the mail on 2020-jan-20. It was noted that the patient will be back in clinic on (B)(6) 2021 for a post-operative visit from pump being removed on (B)(6) 2020. It was noted that abs were submitted from surgery and for aspiration on (B)(6) 2021. It was noted the hcp would have more information on 2021-jan-27. No further complications were reported/anticipated. 2021-01-19 rp, psr update x2, mpxr 797885.1 update, mpxr 797885.2 update (hcp, sdy, rep): additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported cultures were returned and were negative with no growth noted as of today (2021-jan-26). Further information received indicated the cultures from the left buttock were abnormal and revealed 1+ staphylococcus coagulase negative. The was no organisms seen for the gram stain. No growth or organism seen at the spinal pocket. The entire system was explanted/not replaced on (B)(6) 2021. The clinical diagnosis was updated to infected pump pocket. The outcome of the event resolved without sequelae on (B)(6) 2021. No further complications were reported/anticipated. Additional information was received from an hcp via a manufacturer representative indicating that the patient was a 51 year old female with a history of intractable back pain secondary to spinal degeneration. The patient was implanted with a pain pump in the left upper buttock and the pump and spinal cord stimulation (scs) system functioned well with good pain relief. The patient was stable on daily intrathecal fentanyl/bupivacaine infusion. The pump was reaching the end of its battery life and was about due for replacement, but the patient developed swelling over the pump pocket last week. The patient had just finished a course of antibiotics for pneumonia the week before that. The patient was evaluated in the pain clinic on (B)(6) 2021 and the hcp aspirated pus from the left buttock pocket site. The site eventually grew coag negative staph aureus. The patient denied any signs/symptoms of systemic infection at the time and specifically denied fever, headache, and general malaise. The patient's mental status was normal. In view of the obvious pump pocket infection, the pump infusion was tapered down by 50% and the patient was started on oral opioids and bactrim bid. Surgery was scheduled to remove the pump and catheter the next day. The patient was instructed to go to the lab for white blood cell (wbc), sed rate, and c-reactive protein, but the patient did not follow-through with this and returned to the clinic the next morning. The hcp operated on (B)(6) 2021 at 07:00 at which time the spinal catheter was removed from the lumbar spinal implant site. Cultures from this site were negative. 5cc of crystal clear spinal fluid were withdrawn from the catheter prior to removal, and cultures and cell counts were normal. After removing the catheter, spinal fluid began to flow into the spinal pocket from the dural hole and the catheter tract. This was oversewn with 0-ethibond sutures which slowed cerebrospinal fluid (csf) egress. The hcp closed and dressed the spinal wound and removed the pump with a surgical incision that was draped separately to prevent contamination of the spinal site from the infected pump pocket. After removing the pump, the pocket wound was closed and the patient was discharged with infectious disease (ID) consult follow-up. Unbeknownst to the hcp, the patient presented to the emergency room (ER) over the weekend and was admitted for severe exacerbation of chronic back pain as well as presumed opioid withdrawal. The patient's cource was well docume nted and the hcp communicated with hospitalists, the ID consult, and a neurosurgeon who was called by the hospitalist team to consult. At the time of report the patient was obtunded, combative, and had altered mental status of undetermined etiology. The patient was not thought to have meningitis or sepsis. There was some question as to whether the patient may have opioid-induced hyperalgesia from high dose opioids administered after pump removal.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: explanted: product type catheter; product ID 8596sc lot# serial# (B)(6) implanted: explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.